Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient is being taken off pd due to having peritonitis. The patient is currently in the hospital and has been since last week. At the hospital is when they found out he has peritonitis. They don't know how he got it. A pd registered nurse (pdrn) confirmed the patient has fungal peritonitis. Follow-up with the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown). However, the patient¿s preliminary peritoneal effluent culture results returned positive for candida parapsilosis (fungal infection) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The pdrn reported the cause of the peritonitis was due to the patient failing to wear a mask during initiation and termination of treatment despite reeducation. Although the timeline and specifics are largely unknown, it appears the patient became hypotensive following the pd catheter removal and was moved to the intensive care unit (ICU) for intravenous (IV) vasopressor support. While in the ICU, the patient¿s blood pressure began to deteriorate despite the use of vasopressors, and the family decided to enter the patient into hospice care on (B)(6) 2025. The patient had reportedly struggled with chronic hypotension his entire adult life, and the pdrn stated his heart couldn¿t recover. Per the pdrn, the patient passed away peacefully with family present on (B)(6) 2024 as anticipated. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, and the removal of the patient¿s pd catheter (not a fresenius product). The pdrn reported the cause of the peritonitis was due to the patient refusing to wear a mask during initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient is being taken off pd due to having peritonitis. The patient is currently in the hospital and has been since last week. At the hospital is when they found out he has peritonitis. They don't know how he got it. A pd registered nurse (pdrn) confirmed the patient has fungal peritonitis. Follow-up with the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown). However, the patient¿s preliminary peritoneal effluent culture results returned positive for candida parapsilosis (fungal infection) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The pdrn reported the cause of the peritonitis was due to the patient failing to wear a mask during initiation and termination of treatment despite reeducation. Although the timeline and specifics are largely unknown, it appears the patient became hypotensive following the pd catheter removal and was moved to the intensive care unit (ICU) for intravenous (IV) vasopressor support. While in the ICU, the patient¿s blood pressure began to deteriorate despite the use of vasopressors, and the family decided to enter the patient into hospice care on (B)(6) 2025. The patient had reportedly struggled with chronic hypotension his entire adult life, and the pdrn stated his heart couldn¿t recover. Per the pdrn, the patient passed away peacefully with family present on (B)(6) 2024 as anticipated. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.